Manufacturer narrative:
Citation: lee ch et al. Risk factors for closure failure following percutaneous transfemoral transcatheter aortic valve implantation. Ann vasc surg. 2020 jul;66:406-414. Doi: 10.1016/j.avsg.2019.12.034. Epub 2020 jan 7. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an evaluation of the incidence, predictors, and outcomes of percutaneous closure device failure during transfemoral transcatheter aortic valve implantation (tavi). All data were retrospectively collected from a single center between july 2011 and september 2018. The study population included 184 patients and was predominantly female with a mean age of 81 years. Of those, 132 patients were implanted with medtronic transcatheter valves: corevalve (54) and evolut r (78). No serial numbers were provided. Per the physician/author, procedural success was defined as device success with the absence of an in-hospital major adverse cardiovascular event (mace). Mace was defined as a composite of all-cause death, myocardial infarction, and stroke. Among all patients, 4 all-cause deaths and mace involving all-cause death occurred within 30 days after tavi. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events observed within 30 days after tavi included: conversion to surgery during tavi procedure for an unknown reason, permanent pacemaker implantation, stroke, moderate aortic regurgitation, unspecified minor vascular complications, and mace involving myocardial infarction and stroke. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.